Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under regulatory agency information, it states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." And under possible adverse effects, number 1 states, "material sensitivity reactions." The device is reportedly available for evaluation; however, it has not been received by zimmer (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This report is number 1 of 2 MDR's filed for the same event (reference 3002806535 -2015 -04030 and 04032).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2015 due to osteolysis from an adverse reaction to metal debris (armd). During the procedure, the modular head, acetabular shell and taper insert were removed and replaced.